Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose reading while using the ilet on the first day of therapy, with the cgm indicating a value consistent with a threshold alert of 54 and the user not confirming with a fingerstick. Symptoms included hypoglycemia. Outcomes included recovery to a normal blood glucose range after oral carbohydrate intake. Investigation included troubleshooting and user education focused on early adaptation, meal and exercise considerations, cgm accuracy, and insulin delivery context. Investigation of this case revealed no device malfunction and an unclear cause, with the event possibly related to early system adaptation and cgm-driven insulin delivery dynamics on day one. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.